Event description:
It was reported that the patient presented to the hospital with heart rates in the 30s and electrocardiogram shows bigeminy. The patient has chest pain and syncopal event. The implantable cardioverter defibrillator (ICD) was suspect of a malfunction. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.